Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation the piston was unable to detect the cartridge force and continued to force out all fluid until pump alarmed "no cartridge detected". The force sensor was found to be out of calibration, and the force resistance measurement was out of specification. Testing could not be adequately completed due to the load step malfunction. Inspection revealed that the force sensor plate is damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed a discolored/dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Correction number:2531779-03/24/2010-003-r. (B)(6).